Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification 25mm aortic valve implanted in aortic position was explanted due to degenerated and calcified leaflets leading to severe stenosis and moderate regurgitation after an implant duration of three (3) years, six (6) months. As per medical opinion, the degeneration of the valve was caused by an endocarditis episode occurred one (1) month after implant of the aortic valve. A 23mm aortic pericardial valve was implanted in replacement. Control echo on pod+5 showed well seated valve with no leaks but high gradients (mean gradient 36 mmhg, vmax 3.69m/s, eoa 1.2cm2) [2020-05518-2]. The patient was discharged at home on pod+5.

Manufacturer narrative:
H3. Device evaluation: x-ray demonstrated heavy calcification on leaflets 2 and 3, moderate calcification on leaflet 1, commissure 1 bent inward, and frame expanded. Extrinsic calcific deposits were observed on the surfaces of leaflets 2 and 3 on the outflow aspect and leaflet 3 on the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Leaflet 3 had a tear approximately 5mm long down the mid section and a 2mm tear at commissure 3. Calcification was evident at the tears. Wireform was exposed on commissures 1 and 3. One suture pledget remained attached to the black stitch marking around leaflet 1. No other suture holes were visible at the other two black stitch markings. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer reports of degeneration, calcification, and stenosis were confirmed through observed calcification. Leaflet tears in the as received condition may contribute to regurgitation. Pre-decontamination examination was conducted and report of endocarditis could not be confirmed as there was no vegetation observed on the valve. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have contributed to the event.